Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: portable video monitor, gvl-2000, catalog: 0231-0003, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt video baton 3-4, the baton didn't display a signal. When the cord was moved around, the picture appeared but was fuzzy. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.